Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device, or a picture of the defect, was not provided at the time of this report. The device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. To perform a proper and thorough investigation, it is necessary to evaluate the sample involved in this complaint. If the sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "mouth piece keeps slipping off after getting warmed up, and the medication cup leaks." (Medication cup leaks captured in MFR. Rpt# 3004365956-2018-00141). Alleged malfunction reported as occurred during use. Customer reports there was no impact or consequence to the patient. Patient condition reported as "fine".